Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on an aviva meter, within 10 minutes: 280 mg/dl, 131 mg/dl and 114 mg/dl no adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.